Event description:
The physician reported on 30-day follow up form (dated 01/08/07) for a pt implant in 2006; patient required bowel resection two days later. Physician indicated on form that event was related to implant procedure.